Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient had a seizure around 10:30pm. During this time the cgm was displaying 50 mg/dl and a bg was not taken. The patient's husband called paramedics and the patient self-treated with 15 ml glucose liquid. When they arrived an hour later, they checked the patient's bg and it was 117 mg/dl while the cgm was displaying 55 mg/dl. It was reported that the patient did not receive additional medication. They took another bg value while in the ambulance and the bg was 109 mg/dl while the cgm was still 55 mg/dl. The patient was taken to the hospital and was discharged on (B)(6) 2023 at 3:00am. While in the hospital it was reported that the patient did not receive additional medication. Of note, the patient had a urinary tract infection and it was reported that according to the neurologist, the seizure was unrelated to hypoglycemia. At the time of the report, the patient was feeling fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient had a seizure. The reported glucose values taken when the paramedics arrived after the patient treated with glucose liquid fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.